Event description:
The patient contacted animas on (B)(6) 2012 patient mentioned that they received the keypad notification letter alleging the up and down arrow buttons are sticking down. Patient mentioned that the buttons sticking down after patient released buttons and screen keeps scrolling and going when she has released the buttons. Patient explained that the buttons do spring up and click when she releases her finger but it keeps scrolling on the screen. Issue started at least one month ago. No known trauma to pump. Pump not exposed to moisture. The patient did not seek any medical attention due to the reported issue with the buttons. The complaint is being reported since the alleged issue was not resolved over the phone.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all of the keypad buttons were responsive and did not cause scrolling. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.